Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction. Device issue: no device malfunction has been reported. It was reported that two promus stents were implanted. The 2.5 x 18 mm promus stent was implanted in the circumflex and a 3.0 x 23 mm promus stent was implanted in the left main, mid-distal. The initial procedure was successful without any patient complications. The patient was on plavix, fentinol, angiomax and versed during procedure. The patient came in about one month after the procedure with complaint of diffuse body rash. After the physician's appointment for rash, the patient went home and was not admitted to the hospital. Treatment of symptoms is unknown. It is unknown if the implanted promus stents are related to the rash. The physician was unsure, but thought it could be related to a drug interaction between the plavix and drug eluting stent. The patient does not have any known allergies. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation: allergic reaction, as noted in the promus instructions for use (IFU) and the risk assessment, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. The IFU also states that the promus stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic and fluoropolymers." The second promus everolimus eluting coronary stent system is being filed under the same MFR number.